Event description:
Reason for report: initial hospitalization while enrolled in a clinical trial. Participant was in a phase 4 observational study ((B)(6)) for the efficacy, within FDA indications, of med systems electro flo 5000 (k031876). Participant had been using the physician prescribed device in an indicated fashion for approx 2 weeks prior to hospitalization on a daily basis. At 22:02 est on (B)(6) 2018, participant self reported going to the hosp and sending a message to pi via secure email (hipaa secure 45 cfr part 164 and 21 cfr part 11 complaint) stating: "I got sick with a virus or something over the weekend, was admitted to (B)(6) hosp tonight." Participant was contacted at 12:48 pm est on (B)(6) 2018 about the event and asked to consult with prescribing physician on the continued use of the electro flo 5000 and was informed that all study data collection should be stopped until the prescribing physician and participant discussed the event and if he should continue at a later time. Participant is still in procession of the electro flo 5000 at the hosp, but informed clinical trial sponsor and pi about returning device at a later date after being cleared by this attending physician. Dose or amount: 1 an, frequency: daily, route: device makes contact with epidermis. Dates of use: (B)(6) 2018 - (B)(6) 2018. Diagnosis or reason for use: assist in airway clearance therapy/promote airway clearance.